Manufacturer narrative:
Lot# 25144803. Internal complaint number: (B)(4). Autonumber: (B)(4). The certificate of conformance (c of c) was reviewed for the shrink tube, shaft pin, flex shaft, shaft tip as well as the pivot pin. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle. Blood and tissue was observed on the heater wire. The heater wire was observed to be intact, no visual defects were observed on the heater wire. The silicon insulation was observed to be intact, no visual defects were observed. The shaft tip of the harvesting tool was observed to be bent at a 90 degree angle. The black protective sheath that was observed to be split in the center, with exposure of the white wire on the inside. Based on the returned condition of the device, and the results of the investigation, the reported failure "material twisted/bent shaft" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 shaft was bent approx 90 degrees behind the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 shaft was bent approx 90 degrees behind the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.